Manufacturer narrative:
B5 - upon further review, it has been determined that the event is not MDR reportable.

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and significant reduction of iridocorneal angles. Intraoperatively, the surgeon removed and replaced the lens with a shorter length lens and the problem resolved.

Manufacturer narrative:
H11 manufacturer narrative - significant reduction of iridocorneal angles, is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).